Manufacturer narrative:
Device evaluated by MFR: received one accustick introducer with original opened pouch and product label. Residue was present on the device indicating use/ handling. A visual examination of the accustick sheath found the radiopaque (ro) marker to have been pushed proximally approximately 8.7 cm toward the hub. During the evaluation the components were separated and all three components were found to be bent. The dilator tip was bent near the distal end and the sheath tip was damaged and torn outward. Marker impression on the sheath surface indicates the ro marker had been properly assembled and swaged onto the distal end. The sheath surface was scraped/ damaged as the ro marker was slid proximally over the sheath material. The ro marker was slightly bent and the sheath was gouged adjacent to the final position of the ro marker. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the marker of the accustick ii migrated on to the dilator. No patient complications were reported.

Event description:
It was reported that the marker of the accustick¿ ii migrated on to the dilator. No patient complications were reported.

Manufacturer narrative:
(B)(4).